Event description:
A malfunction was reported with the pump, indicated by a malfunction alarm. There was no adverse impact to the customer's blood glucose level. The customer opted to use multiple daily injections (mdi) as a backup therapy and was informed that they would receive a replacement pump with updated software from technical support. The customer was provided with instructions to put the malfunctioning pump into storage mode before returning it to tandem and was advised to return the pump within 10 days using a return box and prepaid label via ups.